Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: etew2020c82e, serial/lot #: (B)(6), ubd: 14-oct-2015, UDI#: (B)(4); product ID: etlw1616c124e, serial/lot #: (B)(6), ubd: 16-dec-2015, UDI#: (B)(4); product ID: etlw1616c82e, serial/lot #: (B)(6), ubd: 28-aug-2015, UDI#: (B)(4); product ID: etlw1620c124e, serial/lot #: (B)(6), ubd: 16-sep-2015, UDI#: (B)(4); product ID: etlw1616c156e, serial/lot #: (B)(6), ubd: 22-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a ruptured aaa. It was reported that the patient presented emergently 11 years post-index procedure with a ruptured aneurysm. The physician converted to open repair. The stent grafts were explanted and an aorta bifemoral bypass graft was implanted. The physician could not identify any possible leak source due to excessive bleeding but it was confirmed an endoleak was suspected to be the cause of the rupture. It was unclear the exact type but it was reported that a type ii endoleak was most likely. The patient passed away two days later.

Manufacturer narrative:
The exact cause of the patient's death is not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.